Manufacturer narrative:
Batch review performed on 22 july 2020: lot 1909298: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2848mhc double mobility hc liner 48/28 (k092265) lot. 1909376 batch review performed on 22 july 2020 lot 1909376: (B)(4) items manufactured and released on 29jan2020. Expiration date: 2025-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 28 size m 0 (k112115) lot. 1906462 batch review performed on 22 july 2020: lot 1906462: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional implant involved: stem: amistem p 01.18.399 amistem-p std stem size 00 (k173794) lot. 1900059. Batch review performed on 22 july 2020: lot 1900059: (B)(4) items manufactured and released on 16-apr-2019. Expiration date: 2024-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and removed all components 1 month after primary. An antibiotic spacer was implanted and the surgery was completed successfully.